Event description:
It was reported that the patient¿s incision opened up the morning of the report and later that day the patient went in and had a pocket revision. The implantable neurostimulator (ins) was re-seated in the pocket. A week later, if the patient turned stimulation up at all, it hurt. The patient¿s healthcare professional wanted help with reprogramming. The patient was scheduled to meet with their surgeon on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0llhj, implanted: (B)(6) 2014, product type lead. (B)(4).